Event description:
A consumer's husband reported that following intraocular lens (iol) implant surgery, his wife had been seeing a thin light grey quarter moon shape in her peripheral vision. The husband also reported that his wife was seeing a grid of lines in her vision. The surgeon told the couple that the things the consumer was seeing were related to her macular defects secondary to her macular degeneration. The surgeon also told the consumer that her cornea was very swollen. At the request of the consumer's husband, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the request of the consumer's husband, the surgeon was not contacted. This report was mailed to FDA on: 06/11/2009.